Manufacturer narrative:
The device was not returned. This complaint investigation was closed based on the device as lost, therefore the reported failure mode was not confirmed. In the event that the device is located/received, the complaint will be reopened and the investigation will be updated with new results. Alleged failure: hair found inside before package was opened probable root cause: environmental controls. The reported failure mode will be monitored for future reoccurrence.

Event description:
It was reported that the was foreign material found inside the sterile packaging.

Manufacturer narrative:
Additional information will be provided once the investigation has been completed. The device manufacturer date is not known at this time. However, should it become available it will be provided in future reports.

Event description:
It was reported that the was foreign material found inside the sterile packaging.